Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13dec2019.

Event description:
The customer reported that they had to disconnect the power going to the blower to get the unit to start up. There was no patient involvement.

Manufacturer narrative:
G4: 09jan2020. B4: (B)(6) 2020. The customer confirmed that the reported blower issue. The customer reported the issue was resolved by replacing the main pcb (printed circuit board) . The system fully meets specification and was returned to use. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.